Event description:
It was reported that the patient's first pump "blew out after three years", died and malfunctioned; however, the patient stated it was "all taken care of". The pump was replaced. The pump was being used to deliver morphine. The patient later reported, she still had concerns regarding her device or therapy, but was working with her doctor or representative and had an upcoming appointment on (B)(4) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (b)(5), product type catheter. (B)(4).

Event description:
Additional information received reported the pump was being used to deliver baclofen and dilaudid. It was reported there were no problems or issues with the pump and there was no injury.

Manufacturer narrative:
(B)(4).